Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a labral repair procedure, twice in a row when placing the ar-3638 fibertak (lot: 10516308), the suture passing link broke before passing the repair suture through the anchor. The ar-3638ds was used as the guide and drill. The rep reported the surgeon had no difficulties placing or setting the anchor. The suture slid down through the anchor okay at first but then a great amount of resistance was felt. The surgeon tried doing the ¿pop¿ or ¿jig¿ motion, and the passing link suture snapped. The surgeon cut the excess suture from both anchors and left the anchors in place. The surgeon then found a different spot on the glenoid to drill and implanted a 2.9 pushlock. A total of four knotless fibertaks was used successfully in the case, but the two ar-3638 malfunctioned. The rep reported no harm was done to the patient, and the repair was completed successfully. Additional information received on 02/03/2020: the rep reported the anchor bodies were left whole in the patient as the surgeon had no way to pull them out. The surgeon cut out and retrieved as much suture that was not in bone as possible. The bone quality was hard. Nothing is available to return for evaluation and pictures were not taken of the reported issue. The rep reported there were no extra incisions necessary.